Manufacturer narrative:
On (B)(6)2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an idiopathic ventricular tachycardia (idvt, left) ablation procedure. The catheter got stuck in the patient requiring surgical intervention. When pulling the smarttouch catheter back from the aorta, the catheter is now kinked and stuck in the femoral artery. They are going to attempt to snare the catheter from the opposite femoral artery. Upon follow up they were able to snare and removed the catheter successfully. According to the doctor, there was no difficulty. There was no detachment of any component. Did the loop/tip become unknotted: the catheter was snared out. The issue did not result in exposure of any internal catheter components or sharp edges. Medical device entrapment with excessive manipulation required is MDR-reportable. Additionally, since the event is life threatening and required intervention and prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 15-oct-2021, the product investigation was updated and completed as the lot number was provided. Since the lot number was provided, a manufacturer record evaluation was completed. A manufacturing record evaluation was performed for the finished device 30593744l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 22-dec-2021, the product investigation was completed. It was reported that an unknown patient underwent an idiopathic ventricular tachycardia (idvt ¿ left) ablation procedure. The catheter got stuck in the patient requiring surgical intervention. When pulling the smarttouch catheter back from the aorta, the catheter is now kinked and stuck in the femoral artery. They are going to attempt to snare the catheter from the opposite femoral artery. Upon follow up they were able to snare and removed the catheter successfully. Device evaluation details: visual analysis of the returned product revealed the smart touch bidirectional sf device have had sustained some damage in the tip-shaft area, some kinks were observed. Per the event, several tests were performed. The temperature, deflection, and irrigation features were tested and no issues were observed but impedance values could not be confirmed due to an open circuit in electrode #1. An electrical test was performed, and two open circuits were found, one on the tip area and another in the shaft area. However, the magnetic sensor functionality test was performed and error 106 was observed due to an open circuit on the tip area. The root cause of the adverse event remains unknown, some issues regarding the product were found during this investigation but based on the event information they were unrelated to the event described, and as informed by the caller the device sustained some damage during its removal procedure, this damage may be the root cause of the failures observed during this product investigation, but it cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device 30593744l, and no internal action was found during the review. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendations: do not use excessive force to advance or withdraw the catheter when resistance is encountered during catheter manipulation through the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).